Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
It is reported that a revision surgery of a proximal humerus fracture and 5cc¿s of drillable norian that would not flow into the syringe. The original surgery date was provided as ¿two years ago¿. The revision surgery was due to the patient having four broken screws in the shaft of the proximal humerus plate and the patient¿s bone would not heal due to metastatic cancer. The four broken screws were discovered via x-ray during a follow up appointment on an unknown date. The surgeon scheduled revision surgery and removed all hardware but left the four broken screws in the patient¿s bone. A new plate and screws were placed and the surgeon also wanted to inject drillable norian to aid in fixation of the patient¿s bone. As the sales consultant was mixing the 5 cc syringe of norian, it never flowed to the syringe. He tried to push the norian out of the syringe twice. The lot or part numbers of the screws were unknown. This is report for 4 unknown screws. This is report 1 of 2 for complaint 56263.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is report for 4 unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant added (B)(6) 2013.